Manufacturer narrative:
An event of perivalvular leak (pvl) and hemolysis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on all available information, the reported incidents appear to be related to procedural conditions (device implanted too deep). However, this cannot be confirmed. The reported surgical intervention was under case-specific circumstences as valve-in-valve was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was implanted. There was sufficient calcium to allow anchoring of the navitor valve. The implant was reported as deep, but the patient was reported to be stable. Two days post-implant, the patient developed hemolysis due to the low position of the navitor. In addition, moderate leak was observed. Therefore, on (B)(6) 2025, an unknown sized non-abbott valve was implanted via valve-in-valve. The patient was reported to be in stable condition.